Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 3.0mmx60mmx135cm sterling balloon catheter was advanced for dilation. However, during the second inflation at 6 atmospheres for 30 second, the balloon ruptured. The device was removed without problem. The procedure was completed with a different device. There were no patient complications nor injuries reported.